Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Distributor contacted dexcom on 04/21/2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. Patient stated that the cgm displayed a blood glucose (bg) value of 200mg/dl while the bg meter displayed over 400mg/dl. The patient had to stay in the hospital due to too high of bg readings. At the time of contact, the patient was fine. No additional event or patient information was provided. Patient used the sensor for over 7 days. The dexcom g4 platinum continuous glucose monitoring system user's guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.